Manufacturer narrative:
Evaluation is anticipted upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that during the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to 6mm to occlude the vessel. The physician injected antibiotic agent with a diagnostic catheter and the occlusion balloon deflated immediately.